Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: in the event it stated that there was a lot of bleeding. A few ml of blood. How much bleeding occurred? A few ml. Did the patient receive a blood transfusion? No. If so how much blood was given to the patient? N/a. What was the patient condition after the procedure? Stable. What is the patient current condition? Stable. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What other color cartridges were used before and after this event? Yes- 2 white reloads used after. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patients pre-existing conditions? No. Does the patient have any relevant history of surgical treatments? If so, what? No. The surgeon explained that the lap donor nephrectomy was a routine case, there were no patient difficulties and the dissection around the kidney had gone well. The ats45 (with a vascular reload) was placed on the renal artery , there were no clips in the way and there was nothing abnormal about the closure of the device, all felt very normal. The stapler was all the way across the vessel. The surgeon waited 15 seconds and fired. The device opened without difficulty and the surgeon immediately noticed that lots of staples "flew out" of the jaws. There was also a bit of bleeding noted (a few ml). The surgeon continued with the procedure as he did not think the bleeding was a huge issue. They reloaded with a white reload, stapled the vein (which was fine) and then reloaded again to staple the artery (again, fine). When they took the kidney out of the patient to perfuse it, they noticed that there was no staple line at all on the kidney side. The surgeon said that there was not one staple on the renal artery, just the cut line from the stapler. Because it was the first firing that was a problem, the surgeon wanted to add that there were no staples in the way of the jaws prior to firing. Luckily the side stapled on the renal artery was the patient side so the patient is ok. The analysis results found that the device was received in good visual condition and with three reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was received; however, it could not be determined what may have caused the reported event.

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the surgeon removing the kidney reloaded the stapler with a white reload on the renal artery. The device was placed through the trocar and the device was clamped and fired (no clips nearby). The stapler fired staples on one side only; luckily the side stapled was the patient's aortic side so the patient is ok. On the other side of the cut line, there were no clips deployed. The surgeon was able to continue with the operation, however, there was a lot of bleeding.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: in the event it stated that there was a lot of bleeding. A few ml of blood. How much bleeding occurred? A few ml. Did the patient receive a blood transfusion? No. If so how much blood was given to the patient? N/a. What was the patient condition after the procedure? Stable. What is the patient current condition? Stable. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) First (see below for more info). What other color cartridges were used before and after this event? Yes- 2 white reloads used after. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patients pre-existing conditions? No. Does the patient have any relevant history of surgical treatments? If so, what? No. The surgeon explained that the lap donor nephrectomy was a routine case, there were no patient difficulties and the dissection around the kidney had gone well. The ats45 (with a vascular reload) was placed on the renal artery , there were no clips in the way and there was nothing abnormal about the closure of the device, all felt very normal. The stapler was all the way across the vessel. The surgeon waited 15 seconds and fired. The device opened without difficulty and the surgeon immediately noticed that lots of staples 'flew out' of the jaws. There was also a bit of bleeding noted (a few ml). The surgeon continued with the procedure as he did not think the bleeding was a huge issue. They reloaded with a white reload, stapled the vein (which was fine) and then reloaded again to staple the artery (again, fine). When they took the kidney out of the patient to perfuse it, they noticed that there was no staple line at all on the kidney side. The surgeon said that there was not one staple on the renal artery, just the cut line from the stapler. Because it was the first firing that was a problem, the surgeon wanted to add that there were no staples in the way of the jaws prior to firing. Luckily the side stapled on the renal artery was the patient side so the patient is ok. The analysis results found that the ats45 device was received in good visual condition and with three reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was received; however, it could not be determined what may have caused the reported event.

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the surgeon removing the kidney reloaded the stapler with a white reload on the renal artery. The device was placed through the trocar and the device was clamped and fired (no clips nearby). The stapler fired staples on one side only; luckily the side stapled was the patient's aortic side so the patient is ok. On the other side of the cut line, there were no clips deployed. The surgeon was able to continue with the operation, however, there was a lot of bleeding.